Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leg cramping. The device is scheduled to be removed. There have been no reports of further complications regarding this event.